Event description:
It was reported that during deployment of a 6x40 xpert stent delivery system (sds) in the superficial femoral artery (sfa), the stent partially deployed. No resistance was felt during advancement or during attempted stent deployment. The stent delivery system was removed from the anatomy without resistance with the stent on the sds. A new 6x40 xpert sds was advanced to the target lesion and the stent was successfully deployed. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the shaft lumen, on the shaft, on the stent implant and on the tuohy borst adaptor, consistent with being advanced into the anatomy as reported. There was no saline visible. The stent implant was stationary on the shaft between the markers. The stent implant was partially deployed 1.5 centimeters (cm) as reported. There was no damage noted to the stent implant. The sheath was retracted 1.9 cm proximal to the tip crown. The outer member was broken 8.5 millimeters distal to the tuohy borst adapter. There was a 10.7 cm gap between the broken portions of the outer member. The shaft was twisted and kinked at the distal end of the metal shaft. There was a bend in the metal shaft at the distal end of the strain relief tubing. There was no other damage noted to the sess. The tuohy borst valve was returned fully retracted up to the luer lock. The tuohy borst valve was returned in the unlocked position. Failure to deploy can be a result of, but not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique, mishandling, kinks or bends in the shaft and/or damage to the device deployment mechanisms (tuohy borst valve, tuohy borst adapter and/or the metal shaft). To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. It is possible that the kink and twisting in the shaft located at the distal end of the metal shaft prevented the outer member from fully retracting, causing the partial deployment and the metal shaft to bend near the strain relief tubing. Additionally, the separation of the outer member is likely the result of attempting to deploy the stent against resistance. Although the source of the kink in the distal shaft could not be determined, it may be possible that the kink occurred as a result of advancing the xpert over the common iliac to treat the superficial femoral artery (sfa). It was reported that the xpert was being used to treat the sfa, it should be noted that the xpert instructions for use (IFU) states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use contributed to the deployment difficulty. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported. Although a conclusive cause for the difficulty could not be determined, there is no indication to suggest a product quality deficiency.